Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer an issue during priming process. Customer was not able to complete tubing process and unable to exit. The drive support cap was normal. Customer reported that they were stuck in the rewind process. No harm requiring medical intervention was reported. The device will not be returned for analysis